Manufacturer narrative:
The patient underwent mesh implantation in order to treat urinary incontinence, uterine prolapse, cystocele, rectocele, urethral hypermobility, interstitial cystitis, and menometrorrhaghia. It was reported that the patient had the concurrent procedures of hysterectomy and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, urinary problems. It was reported that patient underwent mesh tightening and vaginoplasty on (B)(6) 2008 for erosion and removal in (B)(6) 2009 for erosion. It was reported patient had colonoscopy in 2011. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.